Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The blood glucose reading was 260 mg/dl. The customer confirmed that they have a back-up plan and that they are currently on malta. The customer will send a letter to the hospital for a new reimbursement insulin pump.